Event description:
Product was used to close a laceration on the left eyelid on a pt. The eyelids were bonded together. The caller states that it took about an hour to get the eye open with warm compresses. The caller was encouraged to follow-up with a physician. The pt's current condition is unknown. There was no additional information provided.